Event description:
Home patient (hp) reported she disconnected the pt connector of the homechoice set from the transfer set during drain phase of treatment. Hp did not close the clamp on the pt line tubing and did not place a disconnect cap on the pt connector. Homechoice device alarmed system error 2240. Hp reconnected to the pt line but did not continue treatment. There was no pt injury or med intervention associated with this incident per rn.